Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that it was reported that the customer experienced low blood glucose (bg) of 38mg/dl. Customer reported it was normal to experience low bg levels. Food was consumed to treat bg level. Additionally, it was reported that the basal iq feature did not suspend insulin when the customer experienced low blood glucose level. Review of the pump logs by tandem technical support verified that the customer had unlocked the pump screen and turned off the basal suspension feature, however, the customer did not acknowledge this information. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from 4:36-5:26 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 12:55 am, user requested a 0.99 unit bolus for a bg of 255 mg/dl while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure